Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
After an elective device exchange procedure, it was reported that the implanted device was in backup mode (bvvi). Abbott technical support was contacted, however, the cause of the bvvi mode could not be determined. The device was reprogrammed to resolve the event. The patient was stable.